Manufacturer narrative:
On 08 february 2016, it was prepared a final report with the information already submitted in the initial report. On the same date, the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
On (B)(4) 2015 the medical affairs made the following comment: secondary exchange of insert because of rupture of posterior cruciate ligament. Normal practice, it is not a product complaint. Possible adverse event in patient's life, could be treated easily because of modularity of gmk system. Batch review performed on 07 december 2015: lot 134872: 50 items manufactured and released on 20 january 2014. Expiration date: 2018-11-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Not available.

Event description:
The surgeon exchanged a gmk standard insert with a gmk uc insert due to the patient having a late rupture of the posterior cruciate ligament. The explant will not be returned. There is one x-ray available.